Event description:
A power source alert was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the caller to plug the tandem wall adapter into a working outlet and wait at least 30 minutes for the pump to begin charging, which resolved the issue with the pump starting to charge.